Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via medwatch program that the patient was hospitalized due to low blood glucose on an unknown date. Blood glucose level was 50 mg/dl. Customer reported that they ran out of insulin in the insulin pump and refilled the reservoir with insulin. A few minutes later, the insulin pump again ran out of insulin and it was showing that the insulin pump was at zero unit insulin. When customer checked reservoir it was empty again. Customer¿s blood sugar did start to drop and was refractory to glucose. Customer drank juice and ate carbs, blood glucose would rise, and then drop low again. After a couple hours of customer was becoming progressively more disoriented, was shivering cold in a pool of their own sweat, and started to vomit. Customer¿s neighbor help them went to the emergency room and was admitted to the intensive care unit for hourly blood sugar check. Customer was put on a dextrose intravenous drip for the next 12 hours approx. Finally the next day customer¿s blood sugars began to rise and was discharged from the intensive care unit that afternoon. Customer reported that there may have been a leak in my reservoir. It was unknown whether the customer was using auto mode feature at the time of reported low blood glucose event. Insulin pump and reservoir will not be returned for analysis.